Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that the patient woke up in the middle of the night with supraventricular tachycardia (svt) and moved right leg. The impella site revealed drainage and a hematoma from moving the leg aggressively. Decision made to remove the pump. The patient received albumin, milrinone and epi along with. It was reported that the right ventricle began to work better; however, in the morning, there were suction alarms, so additional milrinone and epi were added. The patient was successfully weaned from the pump and the device explanted.

Manufacturer narrative:
No product was returned for investigation. The cause of hematoma was most likely use issue related since the patient moved the leg aggressively and hematoma was formed. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. The cause of positioning issue cannot be determined since insufficient clinical details were provided. The cause of pump suction was most likely patient condition related since giving additional fluid resolved the suction issue and flows were resumed. The device passed all post sterile inspection checks.